Event description:
I purchased a new micro needle on amazon. It was shipped and sold by amazon. The product came in two paper packages, the internal one had been opened and taped. Inside the paper packages was a plastic bag with the product itself. The photos advertising the product showed a box. Between these two red flags, I inspected the product through the plastic bag, and noticed scuffs, and it appears to be used. The product is still in that bag, unopened by me. I contacted amazon and they provided a refund. My large concern is that this is a medical device, I believe this specific one is not directly regulated by the FDA, but because of the type of product I am reporting it here. These devices can easily come in contact with blood and spread bloodborne pathogens. If I had not closely inspected the item as I was unpacking it, I could've easily missed the fact that it was a used product.